Event description:
It was reported the patient has been unable to charge the scs ipg for the last few weeks and stimulation was lost 3 weeks ago. A new charger did not resolve the issue. Surgical intervention is planned to address the issue.

Event description:
It was reported the patient's ipg was explanted and replaced which resolved the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Field advisories: 1627487-12192011-003-r, 1627487-07262012-002-r . This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.